Manufacturer narrative:
H3: device not received by manufacturer. No product was returned. The investigation determined the most probable cause to be a faulty/leaky disposable cassette, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Please reference 9617604-2024-00102 and 9617604-2024-00103 for investigations of products 21-7072-24 and 21-7002-24.

Event description:
It was reported that during use, a leak was observed from the device system. Per the reporter, there was a chemo medication spill and there was chemo residue on the pump and where the cassette was attached to the pump. The cassette was empty, and the pouch was not saturated so it was believed that it was a little leak, but it was unknown from where. They could not tell if the patient was affected; per the reporter, there were no adverse patient effects.